Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Guide wire: kinetix; guide cath: launcher jl4; stent: promus 3.0 x 23. The promus 3.0 x 23 stent is being filed under a separate medwatch MFR number. The stent remains in the patient. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The 2.5 x 12mm promus was attempted to be advanced through the previously implanted stent to treat the dissection, but was not able to advance through and during removal the stent dislodged. It is likely that the stent dislodgement is related to the interaction with the previously implanted stent. The reported failure to cross and stent dislodgement appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot.

Manufacturer narrative:
(B)(4). A review of the finished product lot history records revealed there were no nonconforming material records issued related to this incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery (lad), below the bifurcation. The vessel was moderately tortuous. Pre-dilatation was performed, and a 3.0 x 23 promus stent was advanced and implanted in the proximal lad. After the stent was implanted, a distal edge dissection was observed; therefore, an attempt was made to treat the dissection with a 2.5 x 12 promus (lot # 0091561); however, the device could not advance past the implanted stent. After removal, the 2.5 x 12 stent strut was noted to be flared. A second 2.5 x 12 promus stent delivery system (sds) (B)(4) was advanced; however, this sds met resistance with the implanted stent, and became stuck in the same area. During removal of the second 2.5 x 12 promus, the stent dislodged in the 3.0 x 23 implanted stent; therefore, dilatation was performed on the dissection, and on the dislodged 2.5 x 12 promus stent, which was inflated inside the 3.0 x 23 promus stent. There were no adverse patient effects reported. No additional information was provided.